Event description:
It has been reported to philips that the system is not booting up. No harm was reported to philips. A philips field service engineer (fse) visited the site and confirmed the device was not booting. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Functional analysis was performed and identified system is booting up to the bios screen and then trying to connect on dhcp but never booting. The cause of the reported issue was malfunctioning of host pc. The fse replaced the host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.